Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated and the power cord repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6600 system had a generator error prior to a case. The 6600 system had to be removed and the procedure was completed with another system. No pt injury was reported.